Event description:
It was reported that the pt had been experiencing decreased effectiveness of their baclofen pump for a while. The hcp had noticed pooling of fluid around the pump site. A dye study was performed and found that there was a leak in the catheter. A catheter revision was performed in 2009. When the surgeon opened the pump pocket, a collection of clear fluid was found where it was leaking from the catheter itself. The tear in the catheter was found where the connector pin of the sutureless connector inserts into the catheter, under the clear sleeve. The surgeon removed the sutureless connector, cut away the torn piece of catheter (roughly 1 cm) and reconnected it. The drug in the pump was lioresal 500mcg/ml. Prior to repair, the effective baseline dose was 300 mcg/day. Once therapy became ineffective, the hcp had titrated the dose up to 500 mcg/day without any effects. The dose after repair was 100 mcg/day. Further outcome was not reported. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Results: catheter.